Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's ins never worked since implant. The ins also shocks the patient whenever it is turned on. The patient was forwarded to their doctor. No further complications were reported. The manufacturer's representative (rep) stated that they had not been contacted by this patient, therefore could not confirm any information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of shocking was unknown. Per pain physician, paddle lead was in the appropriate position. Patent's weight was unknown at the time of the event. No further complications were reported/anticipated.